Event description:
It was reported that the patient underwent vns lead replacement surgery due to severe neck pain and side effects. The surgeon noted fluid in the lead tubing, but no visible breaks were observed. Follow up with the company representative revealed that the vns had been programmed off a few weeks prior to the surgery due to pain. Diagnostics were reported as within normal limits. It was stated that the patient had been fine and then suddenly presented with bruising on the neck and pain with stimulation. The patient's mother reported that could not identify a single event that could have lead to the observed issues, but that the patient did have violent type seizures, where she falls to the ground, etc. The surgeon reported a lot of scare tissue around the lead in the neck that usually comes from bleeding. The diagnostics prior to surgery were within normal limits. The explanted lead has not been received by the manufacturer to date. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: follow-up report #1 inadvertently left out information regarding the disposition of the explanted product. Device available for evaluation?, corrected data: follow-up report #1 inadvertently did not select "yes" and left out "10/29/2018". Date received by manufacturer, corrected data: follow-up report #1 inadvertently reported "10/30/2018" instead of "10/29/2018".

Event description:
Despite the report that all explanted products are discarded at the explanting facility, the explanted lead was received by the manufacturer and is pending product analysis.

Event description:
Lead product analysis was completed. The reported fluid leaks allegation was not verified within the returned lead portions. The portion of the lead containing the electrodes array was not returned and, therefore, evaluation could not be made as to that portion of the lead. The lead assembly had remnants of dried body fluids on the inside of the inner tubing with no obvious point of entry beyond the cut end of the returned lead portion. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions.

Event description:
During attempts at product return, it was revealed that the explanting facility, historically, discards all explanted devices.